Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on posterior and yellow particles leak test and microscopic analysis was performed which identified: sharp crease opening on the posterior, and calcification. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade unknown.

Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation is deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.